Manufacturer narrative:
=It was confirmed that the complaint device is the ensite¿ x surfacelink module, sn (B)(6).

Event description:
During an atrial fibrillation procedure, an impedance field could not be generated, resulting in cancellation of the procedure. Troubleshooting included replacing the patches and the catheters and restarting the system. The catheter accounts were still not displayed correctly. Replacing the surfacelink module resolved the issue.

Event description:
During a procedure, an impedance field could not be generated, resulting in cancellation of the procedure. Troubleshooting included replacing the patches and the catheters and restarting the system. The catheter accounts were still not displayed correctly. After these attempts, it is alleged that the link box was not functioning.

Manufacturer narrative:
One ensitex surfacelink module was received for evaluation. The reported symptom was not able to be duplicated. Evaluation testing was successful. Based on the investigation and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.